Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient was in the hospital with diabetic ketoacidosis on two occasions, once in (B)(6). The patient stated that his infusion device was displaying e4 (occlusion error). The patient had difficulty clearing the error and after clearing it, it would eventually display again. The infusion device was replaced and was requested to be returned for product evaluation.